Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during the case, the surgeon reported sparking of the device tip and excess clogging on the right side of the wire. Surgeon was using coag 4. Investigation conclusion: the reported issue was confirmed for coagulum buildup, but was not confirmed for sparking. The electrode wire remains intact. The plastic housing is melted, but with 33% of the wire square exposed. There do not appear to be any significant observations which fail to meet the acceptable damage requirements. However, the reported complaint of sparking could not be reproduced because the device handle was not returned, but activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparks. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported sparking from the plasmablade device tip. There was no injury to the surgeon or patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.